Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced hyperglycemia reported at 298 mg/dl after overcorrecting a prior hypoglycemic event with a value of 39mg/dl while using the ilet system, and the caregiver sought guidance as the blood glucose was trending downward. The agent advised against pre-treating and recommended waiting for the pump¿s treatment alert to avoid maladaptive responses. Symptoms included hypoglycemia followed by hyperglycemia with a subsequent downward glucose trend. Outcomes included no alarms, no hospitalization, and successful troubleshooting and education. Investigation included a review of user-reported history and education on appropriate hypoglycemia management with automated insulin delivery. Investigation of this case revealed user management of hypoglycemia inconsistent with recommended treatment practices rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.